Manufacturer narrative:
The insulin pump passed all functional tests. The bolus wizard function functioned properly per bolus wizard sample in the user guide. There was intermittent button response noted during testing due to flattened dome switch. The insulin pump was received with minor scratched liquid crystal display window and cracked reservoir tube lip.

Event description:
It was reported that customer had low blood glucose and was not sure if the insulin pump was over delivering insulin to the patient. Customer's blood glucose was 85 mg/dl and has not treated. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.